Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. It is also being supplemented to correct the aware date which should be may 1, 2024 on the initial MDR in section g3, and add new information to sections b5, and h4. The device was returned to olympus for inspection, and it was found that the unit was unable to pass conformance test due to faulty circuit board. In addition, the unit failed lh switch position 9 on hand switch test due to faulty auxilary board. Based on the results of the investigation a definitive root cause is unable to be determined. A review of the service history revew found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the issue occurred during a therapeutic laparoscopic assisted vaginal hysterectomy. The procedure was delayed by ten minutes to allow the device to be switched. The patient was under general anesthesia.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the g400 generator's hand switch test failed due to a faulty auxiliary board. There were no reports of patient involvement.